Event description:
It was reported that the nc trek dilatation catheter was removed from the package. An attempt was made to remove the yellow protective sheath; however, the sheath could not be removed. The device was not used, there was no adverse patient effect and no clinically significant delay. A non-abbott dilatation catheter was then used during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty removing the protective balloon sheath was able to be confirmed. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, the data suggested a possible product deficiency, which requires procedural changes to optimize the process in manufacturing. Effectiveness checks will be put in place to monitor the effectiveness of the implemented corrective and preventative actions.